Manufacturer narrative:
Please note this MDR is a follow-up report specific to original manufacturer report number MDR 3004464228-2016-03585 and legacy identifier (B)(4). This report is being sent to provide the investigation results of the returned device. The returned product was evaluated and performed as designed. Small cracks were observed around the sides of the top housing of the device. The data suggests that the small cracks had no effect on the device's functionality. The downloaded data showed an alarm, which deactivated the pod after 12 hours of non use. This feature was set in the pdm (personal diabetes manager) by a user. Lot number changed from unavailable to l42247. Expiration date changed from unavailable to 7/20/2017. Sequence number changed from unavailable to (B)(4). Device mfg date changed from unavailable to 1/21/2016.

Event description:
It was reported that the patient was in a coma, while on pump, for 10 days. It was also stated that the doctors said that the reason for the coma was the pump. Three attempts were made to contact the patient for additional information regarding this event but were unsuccessful.